Manufacturer narrative:
(B)(4) concomitant medical products: 110003450, g7 str monoblock shell insrtr, 395880. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018- 02298.

Event description:
It was reported that the surgeon attempted to remove the inserter from the implanted shell but quickly discovered that the inserter handle could not be unthreaded. After further attempts and no longer wanting to delay the surgery, the surgeon requested a second implant to be opened and inserted. The surgeon then used the shell inserter to attach the second shell. The surgeon then impacted the shell into the acetabulum and subsequently removed the curved inserter handle with no issue. The surgery was then carried on without further issue. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.